Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient (dob (B)(6)) who underwent breast implant surgery with mentor medical devices (unk_gel implants, date of implant (B)(6) 2004) has experienced breast cancer on the right side, date of diagnosis: 2013 (no pathology data was provided). As a result, a breast implants were removed and replaced as follow: left replaced with cat#: 3505001bc, sn#: (B)(4), and right replaced with cat#:3505004bc, sn#: (B)(4) on (B)(6) 2013. The patient reported that the symptoms improved after surgery. Should additional information become available, this case will be re-assessed and notes will be updated.